Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "catheter broke post insertion". The issue was identified during use on patient but there was no reported patient harm. The catheter was replaced with another device successfully.

Event description:
It was reported that: "catheter broke post insertion". The issue was identified during use on patient but there was no reported patient harm. The catheter was replaced with another device successfully.

Manufacturer narrative:
(B)(4). The report of a cut endurance catheter was confirmed through complaint investigation. The customer returned one portion of a separated catheter from an extended dwell catheterization device for analysis. The proximal portion of the separation was not returned. Visual analysis of the catheter revealed that it was separated towards the proximal end. Microscopic examination confirmed the damage and revealed that the edges of separation were smooth and slightly angled. The appearance of the damage is consistent with contact with sharps (i.e., the needle bevel). Visual analysis could not be performed on the separated portion as it was not returned for analysis. The location of the separation measured 55mm from the distal tip via calibrated ruler. This also indicates that approximately 30mm of the catheter body was severed and not returned for analysis. The outer diameter of the catheter body measured 0.045" via calibrated caliper, which is within specification of 0.041"-0.045" per catheter extrusion product drawing. Functional analysis could not be performed on the catheter due to the severity of the damage. Additionally, the IFU provided with the kit informs the user, "always keep needle/handle stationary while threading catheter. Do not retract needle/handle while threading catheter. Failure to keep needle/handle stationary may prevent catheter from threading into vessel". A device history record review was performed, and no relevant findings were identified. The r & d confirmed that the defect seems consistent with damage due to contact with sharps. Based on the customer report, the sample received, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.